Manufacturer narrative:
The product was discarded, therefore no product failure analysis can be conducted and device malfunction cannot be confirmed. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Device history record (DHR) review cannot be conducted because no lot number was provided by the customer. Concomitant bwi med products: carto 3 system (us catalog # fg540000, serial # (B)(4)). Soundstar catheter (us catalog # 10438577, lot # unknown). Deca polar catheter (us catalog # bd710fj282ct, lot # unknown). Lassonav catheter (us catalog # d134301, lot# unknown). Manufacturer's ref. No: (B)(4).

Event description:
It was reported that a patient underwent an ablation procedure for atrial fibrillation with a thermocool® smart touch® sf bi-directional navigation catheter and suffered a cardiac tamponade requiring pericardiocentesis. Two hours post-procedure, a pericardial effusion was detected. Pericardiocentesis yielded 300 ml. Patient was reported to be in stable condition. Patient was transferred to the coronary care unit (ccu) for observation. Multiple attempts have been made to obtain clarification to this complaint. No further information has been made available. Should more information become available, the complaint will be reassessed and notes will be updated.